Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a normal generator replacement procedure. Before the procedure, it was noted that the atrial lead had been over-sensing noise and causing inappropriate mode switch episodes. The lead was explanted and replaced on (B)(6) 2021 during the generator replacement. Patient was stable after the procedure.